Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell verification was within tolerance. Passed mushroom head check. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis patient reported supply bag blocked alarms during treatment. Treatment data was reviewed while on the phone with the patient and an overfilled was noted. The reported drain volume of 5092 is 231% over the expected drain volume resulting in a reportable device malfunction. The patient reported that she powered off the cycler during fill 2 because fill 1 took so long, and fill 2 was taking long as well. She bypassed the remainder of fill 2 after powering on the cycler and resuming the treatment, then she powered off the cycler during dwell 2 after feeling chest tightness and shortness of breath. The patient contacted her nurse who instructed her to do a stat drain. The patient cancelled treatment after the drain. Additional information has been requested. Drain 0- 0ml fill 1: 2204ml drain 1: 2013ml fill 2:1800ml drain 2: 5092ml.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported supply bag blocked alarms during treatment. Treatment data was reviewed while on the phone with the patient and an overfille was noted. The reported drain volume of 5092 is 231% over the expected drain volume resulting in a reportable device malfunction. The patient reported that she powered off the cycler during fill 2 because fill 1 took so long, and fill 2 was taking long as well. She bypassed the remainder of fill 2 after powering on the cycler and resuming the treatment, then she powered off the cycler during dwell 2 after feeling chest tightness and shortness of breath. The patient contacted her nurse who instructed her to do a stat drain. The patient cancelled treatment after the drain. Additional information has been requested. Drain 0- 0ml fill 1: 2204ml drain 1: 2013ml fill 2:1800ml drain 2: 5092ml.